Event description:
Catheter broke or sheared. Device snagged and broke. Pt had bad vascular disease and a femoral graft. Additional conversations with dr. Found that the catheter broke as the catheter was being removed over a wholly guide wire. The dr stated that he felt slight resistance when retracting. The catheter snapped leaving a section of the catheter in the pt. Dr was attempting to gain access to the vessel and then do a catheter exchange to do urokinase therapy, once the catheter broke, in consultation with the surgeon, they decided to cancel the urokinase therapy and the surgeon would go in and do a thrombectomy to remove the clot. The leg was filled with clot. Later on the pt did have the leg removed but in the drs words it was unrelated to the incident but a total ischemia of the leg based on a vessel filled with clot.